Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel(device #1)may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Note: to address the product discrepancy in reported allegation, the reported implanted composix kugel has been selected represent the alleged event. Should additional information be provided a supplemental emdr will be submitted.this emdr represents the bard/davol composix kugel (device #1).there is no allegation related to the bard/davol 3dmax. Not returned.

Event description:
Changed to: attorney alleges the patient underwent surgery for implant of an unspecified bard/davol 3dmax and composix kugel hernia patch(device #1) on (B)(6) 2007. As reported, the patient is only making a claim for an adverse patient outcome against a composix e/x . As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Note: to address the product discrepancy in reported allegation, the reported implanted composix kugel has been selected represent the alleged event.